Event description:
Customer reported that needle broke during laparoscopic hysterectomy. One needle tip was visualized on x-ray and retrieved, the other could not be located. There are no reported adverse consequences to the pt related to this event.